Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 437 mg/dl. The customer did not mention any form of treatment for high blood glucose level. Customer's blood glucose value was unknown at the time of the call. Customer declined to troubleshoot for high readings. The customer states that he is experiencing repetitious and frequent power error detected alerts. He also is having battery issues. Customer states the device lost power overnight because of battery loss which resulted in high blood glucose level. Troubleshooting was performed. Customer was advised to monitor pump. The insulin pump was not returned for analysis.